Event description:
It was reported that a home patient experienced one system error 2240 during dwell three (3) of five (5) during therapy on the homechoice machine. The patient was instructed to cycle the power and end therapy. The patient finished therapy manually without any injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.